Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor reported that the patient had a sore from an open heart surgery that the lifevest was rubbing on and irritating. The patient's physician advised the patient to remove the lifevest to let the sore heal. Follow-up indicated that the sore was healing.